Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Conclusion: the healthcare professional reported that during the procedure, the 4mm x 6cm orbit galaxy complex xtrasoft coil (640cx0406 / 30441961) was the first coil used. The coil could not be advanced nor retrieved by the physician. As a result, the physician removed the coil, and the concomitant microcatheter at the same time. After inspection post removal, the coil was observed to be in stretched condition. The physician used another 4mm x 6cm orbit galaxy complex xtrasoft coil to complete the procedure. There was no report of any patient adverse event, or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30441961) presented no issues during the manufacturing, or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap, and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. However, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue captured in the complaint, that the coil was impeded in the concomitant microcatheter and was stretched upon removal. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing, or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4mm x 6cm orbit galaxy complex xtrasoft coil (640cx0406 / 30441961) was the first coil used. The coil could not be advanced nor retrieved by the physician. As a result, the physician removed the coil, and the concomitant microcatheter at the same time. After inspection post removal, the coil was observed to be in stretched condition. The physician used another 4mm x 6cm orbit galaxy complex xtrasoft coil to complete the procedure. There was no report of any patient adverse event, or complication.